Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing recharge burden. The device needed recharging daily. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has since been resolved.

Event description:
Additional information stated that the ipg was inoperable at the time of explant. The patient had stopped charging it due to the recharge burden.